Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer experienced diabetic ketoacidosis and a blood glucose (bg) level of over 500 mg/dl. Customer delivered a manual insulin injection and a bolus via the pump to address bg level. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.